Manufacturer narrative:
(B)(4) .

Event description:
Additional information received reported that the patient just had spinal fusion/decompression back surgery. It was stated that the trial had worked perfect but there had been issues with placement of the paddle lead and therapy due to so much scar tissue. Additional information received reported that the patient never had therapeutic effect. It was further reported that therapy 'worked somewhat' and he used only forth of what the device was designed to do because of the 'idiot doctor.' It was stated that since implant, the patient had not been receiving full coverage. The patient stated that the trial was perfect. It was stated that the patient's managing healthcare professional (hcp) put 4 leads down each side at trial. It was stated that the managing hcp sent the patient to another hcp to install the permanent implant and provided instructions for what leads to place and where to place them. The patient reported that the hcp told the patient "I do not do leads, I do paddles. The patient stated that at that time he did not know the difference and had the surgeon place the 'paddle' leads. The patient stated that his managing hcp was not happy that the other hcp took it upon himself to do something other than he was instructed. It was stated that the surgeon was not able to center 'paddle' in and it did not line up his spine. It was stated that the hcp claimed there was too much scar tissue. Hcp tried working on making changes and making it work, they did 'reverse polarity'. It was noted that the patient just had his back surgery done. Additional information received reported that the patient had spinal fusion surgery on the (B)(4) , because the patient's implantable ne urostimulator (ins) helped him especially when he slept, but did not provide enough therapy as he was expecting, like his trial had provided. The patient stated he was going to get the new, updated one with MRI capability when the time comes.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The implanting doctor screwed things up. The patient only feels stimulation on one side and it has been that way since implant. Additional information has been requested.